Event description:
It was reported that the procedure was to treat an unspecified coronary lesion. The 2.5x12 mm nc trek balloon dilatation catheter was used for post dilatation of a stent; however, there was a fracture of the metallic portion of the balloon in the guiding catheter. There were no reported adverse patient effects and there was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Manufacturer narrative:
A visual inspection was performed on the returned device. The reported break was not confirmed; however, it is it is possible that the reported break occurred where the separation is noted. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation was unable to determine a conclusive cause for the reported complaint. Return analysis noted a separation on the hypotube and the fractured faces were oval shaped which can indicate the hypotube was kinked and then separated. Possible factors that may cause a break/separation include, but not limited to, inadvertent mishandling during unpacking/protective sheath/stylet removal, catheter damage from manufacturing or an interaction with the anatomy or an implant stent. In this case, it is possible that the hypotube was inadvertently mishandled during advancement such that it broke and upon further manipulation of the device during return to abbott vascular it separated; however, since limited information was reported a conclusive cause cannot be determined. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat an unspecified coronary lesion. The 2.5x12 mm nc trek balloon dilatation catheter was used for post dilatation of a stent; however, there was a fracture of the metallic portion of the balloon in the guiding catheter. There were no reported adverse patient effects and there was no reported clinically significant delay in the procedure. No additional information was provided.